Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment that part of the display was missing segments. It also found that the upper/lower case, side bail covers and lead flex cover were broken. The ring was bent and the keyboard was scratched.

Event description:
It was reported the lower part of the lcd display was missing segments/blank. The biomedical engineer discovered the issue while doing a routine device check, so there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.